Event description:
Customer reportedly tested hi on the device and took 10 units of humalog before eating breakfast. Customer states that within a half hour, she began to feel hypoglycemic and tested 29mg/dl. Customer was treated by husband with juice and sugar. No quality controls were used. Requested return of suspect device and replacement was sent.